Event description:
Implant warranty and registration card received by manufacturer indicated that the patient's device was explanted due to end of service and an increase in seizures. Pre-vns seizure rate is unknown to manufacturer. System diagnostics run during explant procedure on patient's existing generator yielded results within normal limits. Good faith attempts have been made to obtain the product and additional information.